Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(4) 2018, a field service engineer (fse) followed-up with the customer over-the-phone to address the reported event. The fse had the customer run 15% bleach solution through the substrate followed by deionized (di) water, rinse with 70% isopropyl alcohol, put on the substrate solution, and prime. The aia-900 instrument functions as intended. No further action required from field service. A 13-month complaint history review and service history review for serial number (B)(4) from 06-jan-2017 through (B)(4) 2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The aia-900 operator's manual, chapter 11 - maintenance outlines how to properly run the daily check and substrate replacement. In addition, under safety precautions states: "at system shutdown, replace the substrate solution remaining in the substrate line with substrate replacement solution (70 % ethanol). If the substrate solution remains in the substrate line for a long time, it may precipitate. Precipitation in the substrate line may clog the substrate line. Replacement of the substrate solution with distilled water may cause contamination of the substrate line and raise the substrate background. Make sure to use the substrate replacement solution (70 % ethanol) at system shutdown. The most probable cause was due to contamination.

Event description:
On (B)(6) 2018, customer reported failure upon start up during the background check and substrate replacement of the aia-900. Technical support specialist (tss) had the customer reboot the instrument, run the daily check, and decontaminate the substrate line. Customer reported the failure persisted. The customer is unable to run intact parathyroid hormone (ipth) on patient samples. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ipth. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.